Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The customer reported the issue to a vyaire field service representative (fsr). The fsr has ordered a replacement main printed circuit board (pcb) as a suspected repair for the device. Once the replacement main pcb is received, the fsr will evaluate the device on site and complete repairs. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault" and is auto cycling. The customer reported that there was no patient involvement.